Manufacturer narrative:
A partial lead with the distal portion of the lead measuring 46.8 cm was returned for analysis. An external insulation abrasion was observed 4.6 cm ¿ 4.8 cm from the distal tip consistent with friction to device or patient anatomy. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
This report is to advise of an event observed during analysis.